Manufacturer narrative:
A 1. Patient identifier: (B)(6). Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Note: this event was previously reported against the vizigo sheath under MDR#: 2029046-2025-00796. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a clinical study atrial fibrillation (afib) case, the patient suffered pseudoaneurysm of femoral artery (ae#1) requiring surgical intervention and prolonged hospitalization. The patient experienced pseudoaneurysm of femoral artery (ae#1) categorized as moderate and serious, defined by in-patient / prolonged hospitalization with an admission date of on (B)(6) 2025 and discharge date of on (B)(6) 2025. Relationship to study device is not related and the relationship to the index study procedure is causal. The adverse event is expected/anticipated. The outcome is recovered/resolved with an end date of on (B)(6) 2025. Intervention was surgical closure of pseudoaneurysm. On 06-feb-2026, additional information was received indicating that a preface sheath was also used during this procedure. As such, it was determined the event would also be MDR reportable against the preface sheath.